Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks observed on the device.

Event description:
Healthcare professional reported a rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.

Event description:
The device has been explanted.